Event description:
It was reported that the patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by fever and turbid dialysate. The patient was hospitalized for this event. The patient was treated with amikacin and vancomycin (dosage, frequency and route not reported). At the time of this report, the patient outcome was not reported. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.